Event description:
It was reported that angiocath 22ga x 1,00in needle went through the catheter. The following information was provided by the initial reporter: pharmacist reports that she has had a problem for some time with angiocath 22ga x 1.00in. Informs that clinic nurses complain that when introducing the needle into the patient's vein, the needle comes out of the protection and is on the opposite side inside the vein, so you need to perform at least 4 or 5 times the procedure so as not to cause damage to health of the patient, thus losing a significant amount of items. She also reports that this has been happening for some time, with the previous batch having already occurred, so when starting a new batch she has also received complaints from health professionals so he decided to open a complaint with us.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0213599, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. According to the attached photo, a possible cause would be a usability error, because if the catheter was already transfixed and damaged before the puncture, the product would not have been used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0213599, medical device expiration date: 2025-07-31, device manufacture date: 2020-08-14. Medical device lot #: 0171402, medical device expiration date: 2025-05-31, device manufacture date: 2020-07-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath 22ga x 1,00in needle went through the catheter. The following information was provided by the initial reporter: pharmacist reports that she has had a problem for some time with angiocath 22ga x 1.00in. Informs that clinic nurses complain that when introducing the needle into the patient's vein, the needle comes out of the protection and is on the opposite side inside the vein, so you need to perform at least 4 or 5 times the procedure so as not to cause damage to health of the patient, thus losing a significant amount of items. She also reports that this has been happening for some time, with the previous batch having already occurred, so when starting a new batch she has also received complaints from health professionals so he decided to open a complaint with us.